Manufacturer narrative:
D3 manufacturer email moshe.barenboym@bsci.com.

Event description:
It was reported that that during introduction, the self test unit failed. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.

Manufacturer narrative:
D3 manufacturer email (B)(6). Boston scientific corporation (bsc) received additional information clarifying the initial awareness date of MFR report submitted on 31aug2023. The initial notification from a non-bsc affiliate distributor to our bsc affiliate was initially received on 9-aug-2023. As such, the bsc aware date of 9-aug-2023 would make the report due 08-sep-2023; therefore, the MFR report submitted on 31aug2023 was not filed beyond the 30 days from initial bsc awareness date.

Event description:
It was reported that that during introduction, the self test unit failed. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.